Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.5 - 3.7 inr): qc 1: 3.0 inr , qc 2: 3.0 inr , qc 3: 3.0 inr. The maximum difference between measurements was 0 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, the date and time were set incorrectly, but the last two results observed were the results alleged by the customer. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The results from the meter were 5.5 inr and 5.4 inr. Within 7 hours the result from the laboratory was 2.1 inr. The meter result of 5.5 inr was obtained at 12 pm. The customer does not have a therapeutic range and states their inrs should be 2.5 inr. There was no allegation of an adverse event. The customer does not have hematocrit concerns, is not on heparin, is not on direct thrombin inhibitors, no changes in coumadin dosage, no new illnesses, no new medication, no changes in diet, and no signs of bleeding or bruising. The customer does have antiphospholipid antibodies / lupus. The customer's meter and test strip have been requested for return. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.